Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Healthcare provider reported via a regulatory agency a right side "pathology confirmed diagnosis of breast implant associated large cell lymphoma after total capsulectomy." The device has been explanted. Healthcare professional reported capsular contracture baker grade unknown, deflation and calcifications on right side.

Event description:
Healthcare provider reported via a regulatory agency a right side "pathology confirmed diagnosis of breast implant associated large cell lymphoma after total capsulectomy." Healthcare professional reported capsular contracture baker grade unknown, deflation and calcifications on right side. Patient representative later reported plaintiff alleges one or more biocell devices caused personal injuries and damages, including but not limited to the following: a diagnosis of bia-alcl, open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering. Plaintiff has been diagnosed with bia-alcl. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.